Event description:
Boston scientific received information that during an attempt to cannulate the coronary sinus using this catheter, the patient suffered an air embolus. The physician felt the valve was closed on the catheter and does not think the catheter was the issue, however, the cause for the air embolus could not be determined. The catheter was discarded and therefore will not be returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.